Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and low glucose values. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient was at school and started to feel low. The classroom assistant tested the patient's bg and it was 1.9 mmol/l. The patient was treated with (B)(6) and remained at school. At the time of contact, the patient was doing fine. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.